Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited gradually increased of lead impedance since (B)(6) 2025. It was also noted that the rv lead exhibited increasing of capture threshold. No programming changes made reported. The patient status was unknown.